Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a 3.0 rio robotic arm -mics, catalog: 209999 was reported. Methods & results: device history review: a review of the DHR associated with rio 499 found that the pt review and quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number (pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, pr1433496, pr1443555, pr 1449671, pr1516994, pr1528344, and pr1549560). Conclusion: the session and vp log data from the case was reviewed. An analysis of implant planning, the checkpoints values, bone registration values, rio registration values, and bone preparation checkpoints values was completed. Based on the data reviewed, all verification values were within the accuracy tolerance region. The mako operated as expected. No system defect or malfunction is suspected.

Event description:
Event description: surgeon feels distal cut inaccurate. Was there any harm to the patient or user? Unknown. (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pka/tka/tha: tka. Event description: surgeon feels distal cut inaccurate. Was there any harm to the patient or user? Unknown. Logs: (B)(6). Was procedure completed manually? (Yes/no ¿ explain) no.